Manufacturer narrative:
It was reported that the patient's scs ipg has reached its end of service. The device is no longer able to provide therapy. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg has reached its end of service. The device is no longer able to provide therapy. The patient may undergo surgical intervention to address the issue.